Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when checking the donut ring after using the device during an open sigmoid procedure, a square fragment like a staple was found remaining in the donut ring. It was stated that the device was properly loaded but a component came off. There was no problem found on the tissue and the donut was also complete so the surgery was completed without any changes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the plunger of the anvil was broken. Functionally, the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed; the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that a component disengaged from the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not try moving the stapler at the same time as opening it. Doing so may result in the anvil catching on the anastomotic lip as it will not have fully tilted, which could cause difficulty in removing the stapler from the patient. If information is provided in the future, a supplemental report will be issued.